Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the atrial lead exhibited a sensing anomaly. On (B)(6) 2014, the lead was successfully repositioned. The patient was stable and in good condition.